Event description:
The complainant reported that a patient was implanted with an impella cp via right percutaneous femoral artery for mechanical circulatory support. The right femoral artery (rfa) was significantly diseased and stenosed with calcium and tortuous. The 14 french peel away sheath kinked and they were unable to advance the impella cp. The decision was made to switch to a 14 french x 33 centimeters cook sheath and a plain old balloon angioplasty was performed on the rfa. The impella was then advanced through the cook sheath without issues and used for a high-risk percutaneous coronary intervention. The device and sheath were removed after percutaneous coronary intervention with no issues. No patient harm was reported. The patient's outcome at explant was survived.

Manufacturer narrative:
This is one of two related reports. This report represents the introducer and another report was submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 additional information was received.

Event description:
Additional information was received. The issue was due to the kink in the peel away sheath. No issues with advancing the pump past the aortic arch or aortic valve.